Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. High current was observed during testing. Analysis identified an anomalous integrated circuit component caused the battery to deplete prematurely.

Event description:
The device was explanted due to early battery depletion.